Event description:
Description of event: it was reported that, during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patients' upper thigh. The monopolar settings were set to 60/60. According to the nurse the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization were extended, and patient is now in the ICU. Pt code: 4442. Device code: 3189. Ref report: mw5184822.